Manufacturer narrative:
The technician replaced the brake mechanism assembly to resolve the issue.

Event description:
The technician alleged that the brake casters are not holding. No patient impact.